Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation and the fse was unable to reproduce the reported problem. The fse installed the same endoscope and went into following mode. No issues after being in following mode for an hour. All surgeon side console settings for both the default user and the surgeons profile that had the issue were checked and everything looked as it should. The customer was opting to place the endoscope back into circulation but noted the serial number to see if any other issues are reported with that scope. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the endoscope flipped 180 out by itself. The clinical territory associate (cta) contacted the technical support engineer (tse) after the case to report that the surgeon said this occurred on three different occasions during the procedure. The first time it happened, the customer removed the scope and reinstalled and it worked fine for a while and then the scope flipped without the surgeon intending it to happen. The cta said that the horizon of the scope was normal and surgeon was not in a position where the scope could appear upside down. The cta wanted to try another scope but the surgeon was unwilling to change out the scope out. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. According to the clinical territory associate (cta), the endoscope did not flip 180 degrees on its own. During the procedure, the surgeon worked towards the heading during the etep ventral hernia repair, the scope would start to rotate as the arm worked back on itself. The cta noted that the arm seemed to be hitting a limit and bedside had to take control of the arm and the arm worked when bedside took control of it. When control was given back to the surgeon the arm worked fine. When the arm was centered by the surgeon later in the case towards the head, the arm gave the same problems. The issue was then resolved by having beside take control of the arm once again. The cta wanted to note that one of the arms was later replaced on the system due to a failure. The endoscope had been inspected prior to use and there were no abnormalities that had been noted. There were no changes the functionality leading up to the issue and no error or faults occurred prior to the issue. There were no complications with the patient requiring medical intervention as a result of the issue. The drape was not exchanged during the procedure.